Event description:
The customer and his wife called to report that the insulin pump was squirting excessive amounts of insulin through the tubing during the manual prime. The customer stated he was connected during the prime and may have received the insulin. The customer's blood glucose levels had dropped from 155 to 137 mg/dl and he was advised to treat with sugar. During the phone call, the insulin pump gave an alarm and it had to be replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. No alarms were noted.